Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7088383. UDI: (B)(4).

Event description:
It was reported that the patient the had an infection at the ipg site with signs and symptoms of dehiscence, redness and swelling. The patient underwent an explant procedure and doing well postoperatively. The patient was placed on antibiotics and the explanted devices were discarded by the medical facility and will not be returned.